Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: int. J. Oral maxillofac. Surg. 2018; 47: 180¿183; doi: http://dx.doi.org/10.1016/j.ijom.2017.06.007. (B)(4).

Event description:
It was reported via journal article title: traction suture modification to tongue-in-groove caudal septoplasty author(s): y. A. Indeyeva, t. S. Lee, e. Gordin, d. Chan, y. Ducic citation: int. J. Oral maxillofac. Surg. 2018; 47: 180¿183; doi: http://dx.doi.org/10.1016/j.ijom.2017.06.007. The study aimed to describe the modification to the tongue-in-groove (tig) technique to correct caudal septal deformities. From 2003 to 2016, 148 patients with caudal septal deviation underwent endonasal septoplasty using traction suturing technique. In the procedure, 4-0 vicryl suture was used as the temporary traction suture which was secured to the caudal margin of the septum at its midpoint to provide stabilization to the mobile, caudal septum. 3-0 prolene suture were used to secure the bilateral doyle splints to prevent synechiae formation. Postoperatively, only two patients had persistent caudal septal deviation and nasal obstruction which required revision surgery using open technique. The modification described significantly increases the ease and efficiency of the tig technique while maintaining the ability to adjust the nasal tip projection and rotation as described in the original tig technique.